Manufacturer narrative:
(B)(4). Carefusion was not able to duplicate the customer's reported issue. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The ventilator passed 49 hours of extended tests at the customer¿s settings. The ventilator also passed the initial final test and the initial alarm volume test.

Event description:
It was reported to carefusion that while preparing an intensive care unit patient for a transport on the revel ventilator, the patient's chest rise and oxygen saturations were dropping. The customer disconnected the patient from the hospital's ventilator and placed the patient to the revel ventilator's tubing. The patient was observed for approximately 5 minutes and the patient tolerated the revel ventilator well. The customer was performed a physical assessment when they noted the patient's chest rise and oxygen saturations were dropping. They immediately disconnected the revel ventilator and placed the patient back on the hospital's ventilator. The customer noticed the display on the ventilator was on, but there was no mechanical sounds. The customer placed the ventilator out of service and shipped it to carefusion for evaluation. The oxygen saturation is understood to not have dropped to significant levels as the customer stated that there was no patient harm or injury.